Event description:
It was reported there was catheter occlusion resulting in withdrawal symptoms such as diarrhea and insomnia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).